Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-operative diagnosis: severe degenerative disc disease, l5-s1 with chronic low back pain. For which he underwent following procedures: lumbar laminectomy, foraminotomy, discectomy l4-s1 with decompression bilaterally of the l4 and s1 nerve roots. Posterior lumbar interbody fusion. Insertion of 9mm spinal USA peek cages l5-s1. Posterior inter-transverse fusion, l5-s1. Non-segmental pedicle screw instrumentation, l5-s1 using spinal USA. 5x40mm polyaxial titanium screws. Use of local bone graft for spine fusion, augmented with 30 cc of cancellous allograft, medium rhbmp-2. As per op- notes ¿30cc of cancellous allograft had been soaked in antibiotic solution. This was combined with a medium rhbmp-2/acs kit that had been morcellized along with the remainder of the local bone graft. Furthermore, 1.5gm of vancomycin powder was mixed in with this and this mixture placed in equally divided amounts in the l5-s1 inter-transverse region bilaterally.¿ patient tolerated the overall procedure without any complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.